Event description:
It was reported that after insertion of the iab, attempts to aspirate and flush the central lumen were unsuccessful. Therefore, the iab was removed and replaced without any complications.

Event description:
It was reported that after insertion of the iab, attempts to aspirate and flush the central lumen were unsuccessful. Therefore, the iab was removed and replaced without any complications.